Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, although the firing handle was fully grasped, there was no sound of punching out the washer at the firing. As the doctor thought the cutting was completed, the device pulled out and the bowel also pulled out with the device. Then the device was set into the anus and fired again as the doctor judged that the firing was not completed. There was a sound of punching out the washer at this time. However, the portal site of the anastomosed part was not firm. After cutting the bowel, another new device was used to anastomose and the operation was finished without any problem. There were no adverse consequences to the pt.